Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review, and a service history review were performed. The f-82 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be a damaged central processing unit (cpu) board. To correct the condition, the cpu board was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-82 alarm. It was not specified when in the process this occurred; however, there was reportedly no patient involvement. No additional information is available.